Event description:
The description of the event is reported as: during the procedure, a transparent piece of the trocar fell into the pt's peritoneal cavity. Piece retrieved. No pt injury reported.

Manufacturer narrative:
Sample requested, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.